Manufacturer narrative:
The lens was returned in a leaking vial with the lens case and carton. The lens was removed from the vial and cleaned with lphse. No scratches are observed. Lens was placed in the lens case after cleaning. All product and batch history records are quality reviewed prior to product release. The associated products indicated are qualified for use with this lens. The lens was returned and the reported damage was not observed. No problems was found with the returned iol. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A necessary correction was identified. Corrected information has been provided in d2 - part 1. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned in a leaking vial with the lens case and carton. The lens was removed from the vial and cleaned with lphse. No scratches are observed. Lens was placed in the lens case after cleaning. All product and batch history records are quality reviewed prior to product release. The associated products indicated are qualified for use with this lens. The returned company iii (d) cartridge is qualified. Company cartridge damage was observed. The lens was returned and the reported damage was not observed. No problem was found with the returned iol. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported upon implanting an intraocular lens (iol), a scratch was found. The lens was removed during the initial procedure and a backup lens was used. Additional information was requested.